Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2002 - the pt had a bilateral hernia repair surgery, during which a 8 x 12 bard composix kugel hernia mesh was surgically implanted into plaintiff's body. Pt has undergone numerous invasive procedures due to the alleged defective device, related to migration of the hernia mesh patch, bowel obstructions and other serious complications.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did provide medical records. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.